Event description:
On the home monitoring the patient is alerting for high at/af burden, but this is ongoing so the team would like to mute the alert. Unfortunately it does not appear in the muted alert settings options so they can not mute.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: - the remote monitoring files have been analyzed and there were no files dated of the event date provided in the complaint ((B)(6) 2024). - this alert can be muted but there is a condition: it is needed to receive a first report with this alert at on. Afterward, it can be muted. - based on the available data, no issue is suspected.

Event description:
On the home monitoring the patient is alerting for high at/af burden, but this is ongoing so the team would like to mute the alert. Unfortunately it does not appear in the muted alert settings options so they can not mute.